Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified and moderately tortuous superficial femoral artery (sfa). A 5.0 mm x 220 mm x 150 cm sterling balloon catheter was advanced for dilatation and was initially inflated at 12 atmospheres. However, on the second inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patients complications were reported and the patient's status was good.